Event description:
Cl-10 chemolock bag spike, lot unknown was reported that once preparation was complete and sent to the nursing staff, nurse tried to connect tubing device. At that point the blue tip dislodged from the adaptor portion. This created an open system having hazardous medication leak out of the IV bag. No patient involvement was reported. Information from the customer reveals that the leaking occurred in the pharmacy. No product was returned, therefore testing of the device could not occur. A two-year review of the complaints database revealed no other incidents for this list #/similar problem.